Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2012 due to stress urinary incontinence and chronic pain with concurrent diagnostic laparoscopy with extensive lysis of adhesions (1 ½ hrs), d&c and hysteroscopy. It was also reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was further reported that patient underwent mesh revision/removal on (B)(6) 2013 due to extrusion and pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.